Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with vancomycin injection (1 gram in first bag then every fifth day for fourteen days, route and specific frequency of bags not reported) and magnova injection (500 milligrams in each bag for fourteen days, route and specific frequency of bags not reported) for the peritonitis. Dianeal therapy was ongoing. The patient was recovering from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). At the time of this report, the patient¿s peritoneal dialysis (pd) effluent was not clear, the peritonitis was not resolved and the patient was not recovered from the event. On an unreported date, the patient¿s pd catheter was removed, dianeal therapy was discontinued and the patient was switched to hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.